Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Neither the mesh body nor the capio device were received; only the two sleeve/dilator leg assemblies were returned for evaluation. Visual analysis of the returned leg pieces revealed that both sleeves had been cut near the separator welds. In addition, the leader loops had been cut, and the lead suture and needle from both leg assemblies were missing and appeared to have been cut [off]. It is unknown why the sutures would have been cut and there is not enough information in the complaint to determine if this is related to the alleged failure. The exact failure alleged in the complaint is unknown so the cause for this event could not be determined.

Event description:
It was reported to boston scientific corporation that during an anterior apical repair procedure using an uphold lite vaginal support system, the device broke away from its suture legs. The details, including exactly where along the device the break/s occurred, are unknown. Reportedly, nothing fell loose into the patient. The physician removed the device from the patient and completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during an anterior apical repair procedure using an uphold lite vaginal support system, the device broke away from its suture legs. The details, including exactly where along the device the break/s occurred, are unknown. Reportedly, nothing fell loose into the patient. The physician removed the device from the patient and completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.